Event description:
The patient's mother reported that the patient was recently hospitalized due to seizures. No other relevant information has been received to date.

Event description:
Additional information received reporting that the patient's device was not off but auto titration was not on so the patient was on a low dose. The increased in seizures were assessed to be possibly related to the vns but also related to external factors as the patient has refractory epilepsy. The increase was below pre-vns baseline levels. The intervention taken was adjusting the patient's settings.